Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to l601 l602 inductors being knocked off the bedside pca. The root cause of the damaged inductor cannot be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a patient's battery charger was not powering on.